Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated/corrected: b3; b4; b5; d2; d6b; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial lower leg surgical procedure approximately eleven (11) months ago due to fracture. Subsequently, approximately a month an a half later, the patient developed an infection and underwent a revision procedure to remove the implants. And was treated for the infection.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 47493501000, 3.5 comp plt 10 hole ster; lot#: 63405583. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. G2: foreign: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.